Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs. Kne-nexgen-bearings-unk, MDR: 0001822565-2021-01242.

Event description:
It was reported that bilateral patient underwent right total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia approximately one month post procedure due to arthrofibrosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Additional associated products and mdrs: 00595204012 , articular surface use with plate 5,6 size green/c-h 12 mm height, lot# 61637302 MDR: 0001822565-2021-01242. 00595404701, tibial tray fixed bearing size 5, lot# 61822370 MDR: 0001822565-2021-01905.

Event description:
No further event information available at the time of this report.